Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated: h2, h3, h6, h11. Corrected: g4. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Section d: the exact model of the device was unknown. A representative device was chosen. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the ceramic head of the inner sheath was damaged and was corrected. There were no reports of patient harm associated with this event.